Event description:
After an emergency uterine artery embolization (uae), reporter immediately went into a menopausal state. To date reporter's menstrual cycle has not been restored. Additionally, reporter began experiencing cold extremities, legs, feet, hands. Even in summer warmth. Also senses some memory loss and bone aches and pains.